Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed code bd. Technical services (ts) was consulted and a request was made to have data from this device analyzed. Data analysis confirmed that the s-ICD battery was depleting normally and the code bd was a result of extended magnet exposure. The s-ICD system remains in-service. No adverse patient effects were reported.